Event description:
It was reported that the evita 4 stopped cycling in ippv mode with autoflow mode extension and generated an audible and visible alarm intermittently. It was also reported that in one case the pt died.